Event description:
It was reported that the user accidentally ran over the ilet pump, resulting in physical damage to the device and necessitating a replacement. Symptoms included no reported clinical effects. Outcomes included no interruption to glucose monitoring because the user could continue using a cgm application or receiver. Investigation included collection of event details, verification of shipping and return logistics, and instructions to shut down the device and sync data prior to return. Investigation of this device revealed external mechanical damage to the pump consistent with accidental impact, with no indication of device malfunction prior to the event. It was concluded, based on previously established findings for similar reports, that the cause was user handling/accidental damage unrelated to device design or manufacturing.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.